Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received assembled at cq. Upon visual inspection, the device shows no physical damage. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Upon functional testing, slope selector cannula was able to be separated from aimer body/pass freely through aimer body upon loosening the screw thumb as intended and slope selector cannula was also able to be tightened upon tighten down the screw thumb as intended. Hence the complaint cannot be confirmed. No definitive root cause was able to be determined that why customer experienced the reported failure. The manufacturing record evaluation (mre) review cannot be performed as no lot number was provided/available. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a tibial realignment procedure on (B)(6) 2020, it was observed that the tracker slope select arm device was not letting the drill bit to go through. Another like device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.